Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis, manifested by vomiting and abdominal pain, coincident with peritoneal dialysis (pd) therapy. The patient went to the hospital two days after the symptoms started because they were not subsided. The patient was not admitted to the hospital for the reported event, but was given unspecified antibiotics (dose, route and frequency unknown) for the peritonitis. A few weeks later the patient had finished the antibiotics and reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time.